Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned; visual and dimensional evaluations could not be performed. Medical records were provided and reviewed by a health care professional noted that x-rays taken in (B)(6) of 2017 and (B)(6) 2018 showed two screws were fractured. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event; please see associated reports: 0001822565-2019-01828, 0001822565-2019-01829, 0001822565-2019-01830, 0001822565-2019-01831. Device evaluated by MFR: product not received.

Event description:
It was reported by patient¿s legal counsel that the patient underwent right foot revision surgery due to implant failure. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. No additional patient consequences were reported.